Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pda7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had many falls because they were so weak since having chemotherapy and radiation due to throat cancer since (B)(6) 2015. The patient was also on dialysis. The patient experienced a loss or change of therapy and a return of symptoms in (B)(6) 2015. The patient did not feel stimulation and the therapy was on at 8.5v on program 2. The patient was not able to feel stimulation on all 4 programs when increased to 8.5v. The patient had not had x-rays to determine if the leads were in place. The situation was not resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via the representative reported out of range impedances, symptom return, and premature battery depletion. It was noted the patient fell numerous times, which was thought to have led to the event. Diagnostics/troubleshooting involved an impedance check, which identified impedances all out of range >4000 ohms. The battery was depleted, so the patient turned stimulation up to 8.5 on all programs in an attempt to get symptom relief. Interventions involved the lead and implantable neurostimulator (ins) being removed and replaced. The issue was resolved at the time of report.